Manufacturer narrative:
Per the clinic, the patient had an internal magnet placed in (B)(6) 2017 (exact date not reported). This report is submitted on june 26, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, patient experienced multiple infections at implant site in (B)(6) 2016 (specific date not reported), subsequently, the patient was treated with oral antibiotics on each occasion. The implanted device remains.